Event description:
The lay user/ patient contacted lifescan alleging that the product was prompting the error 1 message, which was unresolved with troubleshooting. Approximately 10 minutes before the reported issue, the patient reportedly experienced symptoms of "shakiness and sweating." The blood glucose results obtained on the subject meter during the symptoms are not known. The patient reportedly took no diabetes treatment actions following the issue and did not receive/ require any medical treatment or intervention for the diabetes. There is no evidence that the subject meter caused/contributed to a serious injury in this patient because the patient allegedly developed symptoms before the reported issue. However, this complaint is being reported as a malfunction due to an unresolved error 1 issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.